Event description:
It was reported that the right ventricular lead exhibited a high pacing threshold, noise, an insulation anomaly and clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation and proximal coil were damaged at 17.9 to 18.3 cm from the connector pin due to clavicular crush. This would cause the reported high thresholds and noise.